Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump volume was no longer alerting loudly despite the volume settings be set to loud. In addition, it was reported that the pump battery depleted as expected and the pump shutdown. The customer had not noticed that the pump shutdown and blood glucose level elevated to 533 mg/dl. Customer had trace ketones. A correction bolus was delivered via a manual injection. Customer turned pump on and continued to use the pump for insulin therapy.